Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Service engineer loaded the current software level only. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error during patient use. There was no report of patient harm as a result of the event.